Event description:
New information received indicated that noise lead to pacing inhibition for the patient. No patient symptoms were reported. Lead was capped and replaced.

Event description:
It was reported that episodes of noise on ventricular lead were observed. Upon review of the episodes, it was noted that most of the noise were on the far field channel. Programming changes were recommended. The patient will be monitored.

Manufacturer narrative:
(B)(4). Product not returned.